Event description:
It was reported that the alarm rang, and it was found that the drip disconnected from the extension line (the catheter was inserted in subclavian). The nurse closed the catheter, disinfected it and tried to get a venous drainage, without success. Another insertion had been made, the patient was conscious and the catheter had been removed. A clinical supervision: nothing to report, no clinical consequence, and the patient is fine.

Manufacturer narrative:
(B)(4).